Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that the right ventricular lead connected to this device was surgically abandoned and replaced due to noise and oversensing. This pulse generator was explanted and replaced during the same procedure. No additional adverse patient effects were reported.